Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during surgery the screen fell down from its ceiling arm. No clinical consequence because the screen was maintained by the video wiring.

Manufacturer narrative:
A draeger service technician was dispatched for on-site evaluation. He found that the locking element and a screw intended for fixing the protective sleeve were missing and that the protective sleeve was pushed fully up on the spring arm. It was confirmed that no lose parts fell into the operating theatre during the course of event. Besides the missing parts the system appeared in proper condition with no indication for manufacturing or material defects. The unit was installed in 2011. The complete securing kit was replaced to put back the unit into safe operational condition. The fact that - besides the fallen monitor - no other free-moving parts were observed by the users reasonably suggests that the missing elements got lost before the event already, most probably during a previous cleaning step. It can be excluded that the parts were missing since installation as it seems very unlikely that five years could go by before the failure came into effect. According to the requirements and safety advises laid down in the IFU, the system has to be checked for mechanical integrity prior to each use. Furthermore it is subject to inspection and preventive maintenance in regular intervals. The user facility has not entrusted the local draeger service organization with the periodic inspection and maintenance work. From analysis of post market surveillance data can be concluded that the design of the fixation is appropriate for typical use conditions. The reported event was caused by a failure of the user facility to proper maintain the safe status of the device as requested per IFU. The event did not result in any adverse health effect to patients, users or bystanders.

Event description:
Please refer to initial MFR. Report # 9611500-2016-00243.